Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The cause of the reported event could not be determined. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a sleeve gastrectomy procedure, the thunderbeat hand piece displayed a short circuit error. The teflon pad was melted on the side exposing metal. Another hand piece was used to complete the procedure. No patient injury was reported.